Manufacturer narrative:
To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The medwatch #(B)(4) medtronic received stated: during a laparoscopic case, a tip of the device broke off while being used on soft tissue mass by ovary/tubes. The broken tip retrieved by the surgeon. There was no patient injury. The broken tip was inadvertently discarded by the site.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.